Event description:
It was reported that myocardial infarction (mi) and patient death occurred. In (B)(6) 2012, the patient presented due to unstable angina and cardiac catheterization was recommended. In (B)(6) 2012, index procedure was performed. The target lesion was a de novo lesion located in the distal left circumflex (lcx) with 95% stenosis and was 22 mm long with a reference vessel diameter of 3.25 mm. The lesion was treated with pre dilatation and placement of a 3.00 x 28.00 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Seven days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient's spouse informed the facility that the patient expired due to heart attack.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).